Event description:
It was reported that a vns patient had received a high impedance reading during system diagnostic and had undergone revision surgery in order to address the issue. Intraoperative diagnostics performed on the patient's existing lead with a new generator and were reportedly within normal limits. Once the device had been implanted, diagnostics were performed once again and resulted in a high impedance warning. The reporter indicated that the cause of the event is unknown and added that there had been no known events of patient trauma or manipulation which could have contributed to the reported events. The patient will be undergoing a full revision surgery soon.